Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils). During the procedure, while attempting to advance the smart coil through a non-penumbra microcatheter in the target vessel, the physician encountered resistance at the hub of the microcatheter; therefore, the smart coil was removed. The procedure was completed using other smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 51.0 and 97.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Offset coil winds were present on the proximal end of the embolization coil. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not aligned properly within the hub of a parent device prior to advancement, resistance may be experienced and damage such as offset coil winds may occur. During functional testing, resistance was experienced while attempting to advance the smart coil through the hub of a demonstration microcatheter due to the offset coil winds. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.